Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump wasn't turning on. Customer reported that the battery was shaking inside. Customer was calling back with blank display after receiving new battery cap. Contacts on the battery cap was okay. Insert battery alarm did not displayed on the screen. Display did returned. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.